Event description:
It was reported that a revision surgery was performed due to the disassociation of the femoral component head from the bipolar liner. The disassociation was observed on fluoroscope during an attempted closed reduction of a hip dislocation.